Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) displayed user advisory (ua) 12 (lifeband not detected) error message was confirmed during archive data review but not during functional testing. There were no device deficiencies found during the evaluation of the returned platform that could have caused or contributed to the reported complaint. The probable root cause for the user advisory (ua) 12 error message could be due to the belt clip not detected in spool shaft and/or not fully inserted when the autopulse was powered on, most likely attributed to user error. The autopulse platform failed initial functional testing due to user advisory (ua) 45 (not at "home" position after power-on/restart) error message displayed upon powering on, unrelated to the reported complaint. To remedy the user advisory (ua) 45 error message, the driveshaft was rotated back to the home position. No physical damage was observed on the returned autopulse platform during visual inspection. The archive data was reviewed and contained multiple user advisory (ua) 12 error messages around the reported event date, thus confirming the reported complaint. Further review of the archive data showed the occurrence of multiple user advisory (ua) 45, unrelated to the reported complaint. The lifeband clip detect switch inspection shows that the switch lever was able to close and is in a parallel position. The platform was verified using a standard belt test clip aid, the platform was tested and operated as intended without user advisory (ua) 12 error message. User advisory is the clearable error message and is designed into the platform to alert the operator that the autopulse has detected one of several conditions. The user advisory (ua) 12 error message alerts when the lifeband is not properly installed. The recommended actions to take for this type of user advisory are: ensure that the band clip (underneath the device) is properly seated in the drive shaft can freely rotate after insertion. Following the service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Waiting for customer approval for repair.

Event description:
During the shift check, the autopulse platform displayed user advisory (ua) 12 (lifeband not detected) error message. The customer tried to clear the error, however, the issue persists. No patient involvement.